Event description:
The company was informed that the patient is experiencing intermittency with device use. Programming adjustments were made and external equipment was exchanged, however this did not resolve the issue. Revision surgery is under consideration.